Event description:
It was reported that the vns pt experienced an increase in seizure activity over the recent months. There were no setting changes which preceded the onset of the increase in seizures, and there were no other causal or contributory factors to the increase in seizures. The neurologist has referred the pt to a surgery to replace the generator and possibly replace the lead. Good faith attempts to obtain add'l info is underway.